Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice (hc) machine. According to the report, the patient stated that this occurred during the initial drain, while the patient was connected. During troubleshooting, the patient stated that they were not sure whether they primed the patient line completely as they did not check it prior to connecting. The technical services representative (tsr) explained the importance of checking for a complete prime. The tsr had the patient close the clamps and cycle the power on the hc device to clear the alarm. The tsr advised the patient to disconnect and start therapy over with new supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.